Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported incomplete coaptation (slda, single leaflet device attachment), associated with the clip detachment from the posterior leaflet, appears to be related to poor leaflet tissue quality. The reported recurrent mr and tissue damage were due to the slda. The reported dyspnea (shortness of breath) was due to recurrent mr. The reported death was due to pre-existing patient condition. The reported patient effects of mitral regurgitation, tissue injury, dyspnea, and death, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The event was further reviewed by an abbott medical affairs team. The reviewer stated the following: no imaging was provided for this review. This review was based on the narrative. The patient presented with acute mr and acute chf (congestive heart failure). The patient had a previous teer (transcatheter edge-to-edge repair) procedure and was now noted to have an slda and associated tissue tear from that procedure. The slda and tear were due to poor tissue integrity per physician's report. An attempt was made (with the current procedure) to stabilize the slda with an ntw clip, however, the operator noted new tissue injury during attempts to place the clip. This clip was deployed but did not improve the mr. A second xtw clip was introduced but could not grasp the leaflets and was removed. The patient died the following day presumably from persistent, acute chf. The cause of death was acute mr with associated acute chf from an slda and leaflet tear form the procedure which had been done approximately 4 month earlier; this led a cascade of events as noted above which caused the death in a patient with significant comorbidities. If imaging becomes available, we may be able to further define the root cause.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip devices referenced in b5 is being filed under a separate medwatch report.

Event description:
It was reported that on (B)(6) 2023, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was successfully implanted, reducing mr to a grade of <1. On (B)(6) 2023, the patient returned the hospital due to shortness of breath. Echocardiography showed the implanted clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda), causing tissue damage and mr to increase to a grade of 4. On (B)(6) 2023, a second mitraclip procedure was performed to stabilize the slda. One clip was implanted, but mr was unable to be reduced. On (B)(6) 2023, the patient died. No additional information was provided.